Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A separation was noted in the inlet tube of the reservoir at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, device not inflating. Break was found at the tubing exit from the reservoir. Removed and replaced. Explanted device received. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.